Manufacturer narrative:
(B)(4). The patient's date of birth was unknown, however it was reported the patient was born in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). The patient experienced peritonitis manifested by cloudy effluent. The patient was hospitalized. Treatment was not reported. The cause of peritonitis was not reported. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Treatment by peritoneal dialysis was stopped due to ineffective peritonitis treatment. The patient had not yet recovered from this peritonitis event.